Event description:
It was reported that the instrument fractured during the procedure. No pieces were retained by the patient. Another instrument was used to complete the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d4 (exp date, UDI), d9, g3, h1, h2, h3, h4, h6, h10. Reported event was confirmed as visual inspection of the returned product confirms the needle tip has fractured. The fracture site and type is consistent with the juggerstitch mensical repair device curved needle insert fracture in which bending overload type of failure was identified. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.